Event description:
A customer reported issues with their insulin pump, specifically that the touchscreen was unresponsive and sometimes switched screens unexpectedly. This malfunction was believed to affect the customer's blood glucose levels, which displayed as "high," but the specific value was unknown. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi). Despite these actions and subsequent attempts to reset the pump, the touchscreen issues persisted, leading to the decision by technical support to replace the pump. The customer reverted to an alternative method of insulin therapy.